Event description:
It was reported that the system locked up during boot. The system needed to be rebooted to gain functionality. After it was functioning, the system locked up during a hip pinning case. The system needed to be rebooted again to regain functionality. There was no injury reported, however, if this type of event were to occur again, it could result in a pt injury depending on where the physician was in the procedure. It could also result in a delay in treatment.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The symptom was not observed by the service representative. After evaluating the system, it was found to be working as intended and put back into service.